Event description:
The customer reported the device alarmed with a s233 (overtemperature-psc) malfunction alarm code. The pump was returned to the biomedical department for an unspecified reason. No info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, the device history indicated a s233 (overtemperature-psc) malfunction alarm code and a broken fan was noted. No add'l info was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing at the user facility, the device history indicated a s233 (overtemperature-psc) malfunction alarm code and a broken fan was noted. The probable cause was due to a broken fan. This report represents all the info known by the reporter upon query by hospira personnel.